Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an a060 lens got caught and would not come out of the injector during insertion into the capsular bag. The capsular bag was broken. A vitrectomy was performed. The incision was enlarged and the lens was removed. An anterior chamber lens was successfully implanted and the incision was sutured. The patient's most current prognosis: "longer healing time and some corneal haze". The event refers to the patient's right eye. Please reference MDR# 1119279-2013-00371 for the delivery device used during the event.